Manufacturer narrative:
Additional information received on november 17, 2015. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. No additional event details are available. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported a skin rash that was caused by her wafer leaking. This area is resolving and now she notices little red bumps on the left side of her stoma, she changes her wafer's daily and no leaking occurs. She has been seeing her family physician monthly since (B)(6) 2014 for this rash, the end users physician feels 'she may have had an allergic reaction to the tape adhesive from a previously used wafer.' She was prescribed ketoconazole two percent to use for two weeks then alternates with triamcinolone cream 0.1 percent for two weeks. The end user was scheduled to see her physician again on (B)(6)2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).